Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing of the keypad the number 6 and number 9 keys were found not working (inoperable). A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was experiencing repeated output from key presses on the keypad. This occurred during an unspecified process step in the general patient ward. There was no patient involvement. No additional information is available.